Event description:
See h10.

Manufacturer narrative:
Additional information d10, g4, g7, h2, h3, h6: summary device evaluation: the investigation of the returned coil system found the implant severely stretched at the proximal section and separated from the pusher. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The pusher and detachment controller were not returned for evaluation; therefore, this investigation could not determine if a condition existed that would have caused or contributed to the non-detachment issue described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant but stretching is consistent with the device experiencing retraction forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported during coiling of a splenic aneurysm from the cfa. The coil was tested with a detacher and a red light emitted, then a green light. It was decided to insert the coil, but then continued to get a red light. The coil was pulled back and it detached from the pusher wire. The coil was also noticed to be unraveled and remained partially in the base catheter. The physician was unable to pack it into the coil pack because it balled up and it would not further advance into the sac and remained outside of the aneurysm in the splenic artery. Once the physician realized it was unable to push the unraveled part of the coil into the aneurysm sac, we knew we had to take the full coil out. We used a gooseneck snare and were able to remove the whole cx coil. A complication unrelated to the aneurysm occurred. Since the physician had to take out catheter and wire, the physician had to gain access again into the aneurysm with the cath and wire. During this time, the splenic artery sustained a dissection. This became priority. Once the dissection the patient was stable, the md discussed where the physician left off with the aneurysm coiling. As there was a decent percentage of fill volume, the physician decided it was best to end the procedure. The patient condition was stable and procedure outcome was successful.